Manufacturer narrative:
As reported during a procedure, the staple(s) were "coming loose" while attempting fixation with the capsure straight fixation device. Additional information has been requested and a request has been made for sample return. Based on the information provided at this time, no conclusion can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ not returned.

Event description:
As reported on (B)(6) 2022, during a procedure, when the surgeon attempted fixation using the capsure straight fixation device, the surgeon noted that the staple(s) were "coming loose". As reported, the surgeon removed the device and tested the device, which was unsuccessful and a new capsure straight fixation device was used to complete the procedure. There was no reported patient injury.